Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was not infusing correctly. They stated that it appeared to be pumping but was not delivering. Mmd did follow up with the initial reporter who did not report any patient involvement in the complaint. They stated that they did not have any additional information. (B)(4).